Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a notification stating,""no enough insulin, it was not full, and to put some insulin" and was instructed to fill the tubing multiple times. Customer technical support could not confirm what notification customer received. Customer's blood glucose level ranged from 175-200 mg/dl. Eventually customer was able to complete the fill tubing and resume insulin delivery.